Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator; product ID: 3889-28, lot# va09hds, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va09hds, ubd: (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's previous ins battery did not last as long as the patient expected and the ins and lead were removed and replaced. The patient indicated that the ins and lead were moved to the other side. The caller confirmed that the lead and ins were replaced because of the battery depletion and further reported that the battery "went dead suddenly" maybe a couple months before it was replaced. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.